Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.claim # 707063 h3 other text : lens not returned.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - refractive surprise in this case is due to failure to reduce postoperative cylinder with corneal incisions in a patient that exhibited mild preoperative astigmatism for which a spherical lens was chosen. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The lens was exchanged for a toric lens (12.6mm) and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.